Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-feb-2024 by a nurse practitioner, which refers to a 52-year-old female patient. Additional information was received on 28-feb-2024 from the same reporter. The patient had no known allergies. No information about medical history, concomitant medication or previous filler treatments has been provided. On 02-feb-2024, the patient received treatment with 0.2 ml of restylane kysse (lot 20480) to left upper lip using 30 g 1/2 needle with retrograde injection technique for volume loss. Immediately after injection, the hcp noticed discoloration (implant site discolouration) like a bruise on the left upper lip. The hcp massaged the area which then began to swell (implant site swelling) and turn white (implant site pallor). At that time, the capillary refill was approximately 8-9 seconds (poor peripheral circulation). The hcp immediately started the vascular occlusion (vascular occlusion) protocol and treated the patient with hylenex [vorhyaluronidase alfa], massage, heat and aspirin [acetylsalicylic acid] 325 mg. She repeated the treatment with hylenex, massage and heat every hour until the capillary refill improved to 5 seconds. The patient received a total of 1350 ml of hylenex on (B)(6) 2022. The patient stayed in the office for 4 hours and hcp stayed in touch with the patient overnight. On (B)(6) 2024, the hcp saw the patient in the office and the capillary refill was still around 5 seconds and repeated the treatment with 300 ml of hylenex, massage and heat. Thereafter, the patient was sent home with advice to apply heat throughout the day and night hour and to take 325 mg of aspirin orally for 5 days. The capillary refill improved to 3 seconds with no signs of necrosis. On (B)(6) 2024, the patient experienced pustules (implant site pustule) on the left corner of lip and hcp prescribed valtrex [valaciclovir hydrochloride] for 5 days. On (B)(6) 2024, the hcp saw the patient at the office and administered 300 ml of hylenex and applied heat, and the capillary refill returned to less than 2 seconds and the pustules were improving. Outcome at the time of the report: discoloration was recovered/resolved. Swell was recovered/resolved. White was recovered/resolved. Capillary refill was approximately 8-9 seconds was recovered/resolved. Vascular occlusion was recovered/resolved. Pustules was recovering/resolving.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pallor, pustules, discolouration, swelling at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent the permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.